Event description:
The customer's daughter reported her mother, the user of the meter, couldn't get her meter started after sample was applied and as a result of being unable to test, went into diabetic shock. The paramedics were called and transported her to a hospital where she was diagnosed with severe hypoglycemia and received insulin shots to stabilize her glucose level. There was no report of death or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A final report will be submitted when the investigation is completed.